Manufacturer narrative:
Description: of changes: field g1-2: updated to "contact office" field g4: unchecked "combination product." Field g7: updated to "follow-up #: 1." Field h3: updated device evaluated by manufacturer to "yes". Added "evaluation summary attached." Field h6: updated investigation findings code to "213". Updated investigation conclusion code to "67."

Event description:
A health care professional (hcp) reported of seeing green flashes in the ocular during laser procedure with the visulas 532s. There is no injury reported to the patient, user, or third party due to the green laser light flashback.